Event description:
It was reported that after the bed exit was set a patient allegedly fell from the bed sustaining a skin tear on forehead and possible contusion. Medical intervention was not reported.

Manufacturer narrative:
Follow-up submitted with evaluation results which determined there was no defect found with the bed.

Event description:
It was reported that after the bed exit was set a patient allegedly fell from the bed sustaining a skin tear on forehead and possible contusion. Medical intervention was not reported.